Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies.the device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and replaced with another cardiac resynchronization therapy defibrillator (crt-d). No allegations or complaints against the device have been made since this event originally occurred. The device was returned for laboratory testing.

Manufacturer narrative:
Additional testing was performed at our post market quality assurance laboratory. An additional review into magnet detection confirmed the device detected a magnet 13 times. Two times on (B)(6) 2011, 3 times on (B)(6) 2011, 3 times on (B)(6) 2011, 3 times on (B)(6) 2012, and 2 recorded post-explant on (B)(6) 2015. There were no mode changes between the implant and explant dates. As previously reported, the device passed returned product testing, confirming defibrillation, pacing, and sensing functions; as well as impedances testing confirming measurements were within normal limits. Electrical testing confirmed no anomalies were found with the device. Analysis confirmed a magnet was detected which coincides with the timing of the complaint.

Event description:
Boston scientific received information that this patient's husband called concerned that the patient had a magnet near her device the day before and since then she has felt ill since. Patient services discussed how a magnet could temporarily suspend therapy while the magnet was present and recommended seeking medical attention as the patient felt ill.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.